Event description:
Date of event: (B)(6) 2011. According to the info received this complaint pertained to mislabeled catheters. The customer received a box of catheters labeled 10 fr. The catheters inside were 16 fr (also labeled as 16 fr).

Manufacturer narrative:
The returned product as evaluated. The label on retail box stated 10 fr. The catheters inside the retail box were 16 fr and labeled as 16 fr. This complaint can be confirmed as reported. A recall was initiated in (B)(4).